Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse found an overflow of the washing station reaction tray washer (wud). The fse also found an issue with one of the probes. The fse replaced a manifold, and two solenoid valves. The fse then checked quality control (qc). The system passed. The cause of the discordant, falsely depressed calcium (ca) and glucose (glu) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) and glucose (glu) results were obtained on multiple patient samples on an advia 1800 instrument. It is unknown if the initial ca result was released to the physician(s). The customer retested the same sample on the same advia 1800 instrument, resulting higher. A corrected report was sent to the physician(s). The glucose results were not repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium (ca) and glucose (glu) results.